Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the personality module surgeon console (pmsc) involved with this complaint and completed investigations. The pmsc was evaluated but the customer reported failure mode of loss of vision in the left eye of the surgeon side console (ssc) could not be replicated. The printed circuit assembly (pca) board was installed into a pca test system and evaluated. No trouble was found. Isi also received the high resolution stereo view (hrsv) involved with this complaint. However, as of the date of this follow-up MDR, the evaluation of the hrsv has not been completed. A follow-up MDR will be submitted once the evaluation of the hrsv has been completed.

Manufacturer narrative:
On (B)(4) 2019, the fse performed a field evaluation at the site to further investigate the customer reported issue. The fse corrected the reported issue by replacing the high resolution stereo view (hrsv) monitor and a printed circuit assembly (pca) on the ssc. Isi has not received the hrsv or pca for evaluation. Therefore, the root cause of the customer reported vision issue cannot be determined. A follow-up MDR will be submitted if additional information is obtained. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. The system logs reveal that system errors 45311 and 45310 were generated during the surgical procedure. A system error 45311 is generated when the system detects loss of the left primary camera-video input. A system error 45310 is generated when the system detects loss of both primary camera-video inputs. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted nephrectomy procedure, the surgeon experienced no vision in the left eye of the surgeon side console (ssc). The customer contacted an intuitive surgical, inc. (Isi) field service engineer (fse) for assistance. The fse restarted the system, reseated cables, and rebooted the system. However, the reported vision issue persisted. There was no reported patient injury. On (B)(4) 2019, isi obtained the following information regarding the reported event: it was confirmed that there was no injury to the patient. The surgical procedure was completed robotically.

Manufacturer narrative:
Additional information can be found in the following sections: date of report, concomitant medical products , PMA/510k, and if follow-up, what type. Intuitive surgical, inc. (Isi) received the hrsv monitor (part #952151-01; serial (B)(4)) involved with this complaint. The hrsv monitor was evaluated and noted to have no image. In addition, a main board defect was noted. The hrsv monitor was repaired by replacing the pcs main board.

Event description:
Refer to additional for follow-up information.